Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The performance data was evaluated. The allegation was confirmed as no vibration. The probable cause of no vibration could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause is alert acknowledged before mute override. No injury or medical intervention was reported.